Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported he had two occasions where he had off no power alarms. The first incident he did not notice and the blood glucose level went to 430 mg/dl; he treated with the insulin pump. The second time blood glucose value was 140 mg/dl. Customer stated he did not receive a low battery alert prior to the off no power alarm. Customer sometimes reinserts the same battery after an off no power alarm and it will work for a day then go off again. Customer does not recall if the device was dropped. The alarm history showed he received the off no power alarm then bad battery and then weak battery alarm. Nothing further reported.